Manufacturer narrative:
Visual inspection: visual inspection confirmed that tip of the screwdriver is fractured. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique - for instruments designed for re-use: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The patient¿s anatomy was not challenging; however, excessive force was applied to the screwdriver. The screwdriver was manufactured in september of 2012 and the sales representative has this device for approximately 8 years. Most likely cause of reported event is normal wear due to instrument age and excessive force applied by the user.

Event description:
A physician reported that a vlift screwdriver fractured during use. The procedure was completed successfully with no delay and no adverse consequence to the patient.

Event description:
A physician reported that a vlift screwdriver fractured during use. The procedure was completed successfully with no delay and no adverse consequence to the patient.